Event description:
It was reported that device was unable to be interrogate. Patient was asymptomatic. Upon attempt to interrogate the device, programmer was responding to the prior device. Telemetry device test was recommended however was unsuccessful which indicated problem with the programmer or the wand or the device. Low battery was suspected; therefore, it was recommended to obtain a magnet rate to determine the status of the battery. Device was explanted and a new device was implanted. No further information available.